Event description:
Reference number (B)(4). Event occurred in the united arab states. It was reported that patient faced infusion set tape not sticking event on (B)(6) 2026. No further information available.